Manufacturer narrative:
The trilogy evo ventilator was returned to the manufacturer's service center and evaluation of the alleged display issue was completed on 13august 2025 with the following findings: the reported issue was not duplicated by an operational check performed. It was confirmed that the text could be read and that the touch operation of the display could be performed. Confirmed that no error indicating a device failure was recorded in the error log. The unit was disassembled, and an internal inspection was performed, but no failures were confirmed. The display was replaced as a preventive measure. Performed final test, battery check, valve check, run in tests and cleaning then confirmed the unit operated properly. The device evaluation found no evidence of product malfunction in which the ability of the device to deliver the prescribed therapy to the published specifications would be impacted. In addition, there is no evidence that the device malfunctioned in a manner that would be likely to cause or contribute to death or serious injury if it were to recur. This complaint is not reportable to any regulatory agencies. This event is not reportable under FDA 21 cfr part 803 as it does not meet the criteria for a serious injury and/or product malfunction.

Event description:
The manufacturer received information alleging a trilogy evo ventilator needed repair due to a liquid crystal display (lcd) screen failure. The screen failure was not further defined. There was no patient involvement, and no harm or injury reported. Device evaluation has not yet been completed. The device has not yet been returned to the manufacturer for evaluation, therefore the alleged malfunction is not able to be confirmed at this time. A follow-up report will be submitted when the manufacturer's investigation has been completed.